Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.25x15mm xience alpine stent delivery system (sds) was difficult to cross the saphenous vein graft (svg) to the posterior diagonal coronary artery (pda)lesion due to a previously implanted, unspecified stent in the svg. The sds eventually passed without using any reported excessive force, however, the 2.25x15mm xience alpine stent had dislodged in the svg. The dislodged stent embolized and was located partially in the pda and partially in the svg. The stent was crushed against the vessel wall in an unintended area using a balloon catheter. Another device was used in replacement. There was no adverse patient sequela and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficulty to position could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the saphenous vein graft and previously deployed stent resulting in the reported stent dislodgement and subsequent embedded device, embolism and additional therapy/non-surgical treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling.